Manufacturer narrative:
The device was returned for evaluation. Visual inspection found a split at the end of the injector tip. Stress marks and flash was evident in the upper portion of the tip. There was no visible evidence of dried solution, indicating no use of viscoelastic in the loading dock. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Reportedly, while inserting an intraocular lens (iol) into the eye, the surgeon noticed a slit at the end of the inserter that caused the inserter to get caught in the incision. The iol was successfully implanted with no medical intervention.